Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a c4-c7 anterior cervical discectomy and fusion surgical procedure, the left c6 screw would not pass through the spring arm locking mechanism of the plate. After advancing the 14mm variable screw twice, the surgeon removed it and replaced it with a 15 mm recuse screw. When that did not advance pass the spring arm, the surgeon elected to leave it because he had good bony purchase. In this procedure, the surgeon used a plate bender to contour the plate. The contour site was closed to the screw holes. The plate length was 57mm. Integra has requested additional info.